Event description:
It was reported that the atrial lead was "laid over the device and caused a pressing place." The atrial lead was repositioned so it rested beneath the device. The lead remains in use. The patient was a participant in the pan clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 694765, lead, implanted: (B)(6) 2008. (B)(4).